Event description:
The laser system has the following problem: "laser would not emit energy".

Manufacturer narrative:
The problem was due to a component failure (compact charger). After the replacement of this component, the laser system restarted to work correctly. We are unaware about patient injury.

Manufacturer narrative:
We are waiting for additional information. We are unaware about patient injury.